Manufacturer narrative:
Complaint conclusion: as reported, the horizontal deployment marker line of a 5f mynx control vascular closure device (vcd) did not align correctly in the window causing a mis-deployment when engaged. There was no reported patient injury. The device was stored and prepped as per the instructions for use (IFU). The device was opened in a sterile field. Adequate tension was maintained on the catheter during depression of button #1. The tension indicator was not correctly aligned at this time, prior to attempting to deploy button 1. Button #1 was fully depressed. The balloon was fully deflated. Button #2 was fully depressed. There was no resistance noted during use of the device. A 5f unknown sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The mynx vcd was used in an interventional procedure with a crossover approach. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation. The reported events of ¿tension indicator-incorrect indication¿ and ¿sealant-inaccurate placement-complete¿ could not be confirmed as the device was not received and procedural images were not provided. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the misaligned marker line reported and the subsequent misdeployment. However, procedural/handling factors are possible. According to the IFU, which is not intended to as a mitigation, it instructs to ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ it should be noted that if the tension applied to the catheter for the tension indicator alignment is not maintained while depressing button #1, this could cause the sealant to be deployed inaccurately. The IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ based on the information available for review, there is no indication to suggest that the reported issue is related to the design or manufacturing process of the unit. Therefore, no corrective/preventive actions will be taken at this time.

Event description:
As reported, the horizontal deployment marker line of a 5f mynx control vascular closure device (vcd) did not align correctly in the window causing a mis-deployment when engaged. There was no reported patient injury. The device was stored and prepped as per the instructions for use (IFU). The device was opened in a sterile field. Adequate tension was maintained on the catheter during depression of button #1. The tension indicator was not correctly aligned at this time, prior to attempting to deploy button 1. Button #1 was fully depressed. The balloon was fully deflated. Button #2 was fully depressed. There was no resistance noted during use of the device. A 5f unknown sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The mynx vcd was used in an interventional procedure with a crossover approach. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.